Manufacturer narrative:
(B)(4). UDI # unknown. The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received stating the caregiver was unable to remove the enteral feeding tube. The caregiver tried to deflate the enteral feeding balloon and there was no water return, more water was added and still there was no return of water. Following the instructions in the care guide, the end of a paper clip was inserted into the balloon inflation port and still the caregiver was unable to remove the tube. The caregiver took the patient to the healthcare clinic. The nurse and physician reviewed the care guide and inserted a paper clip into the inflation port and attempted to remove the enteral feeding tube without success. Additional information received on 09/17/2015 from the caregiver stated she was going to add more water to the balloon with the intent of over inflating and bursting the balloon. At that time the enteral feeding tube remained in use and the patient continued to receive enteral solution feedings. Additional information received on 09/17/2015 from the physician stated she would prefer the parent attempt to over inflate the balloon and will follow-up as needed. Additional information received on 09/17/2015 from the caregiver stated she was unable to add anymore water to the balloon, attempts to add water resulted in the water squirting from the balloon inflation port. Additional information received on 09/21/2015 from the caregiver stated the tube was removed safely on (B)(6) 2015, following puncture of the balloon endoscopically. There was no reported patient injury. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
The device history record for the lot number, aa3336f16, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The sample was returned and evaluated. The sample was darkly discolored. There is dried, crust matter on the interior and exterior of the sample. It is not possible to infuse the balloon with water. The balloon inflation port (bip) was examined. There is no visible buildup or obstruction seen inside the bip. The blue plunger actuates when depressed. The tube was severed at the base of the molded head, to obtain view of the interior. The substance inside the tube as has encroached into the inflation lumen in the tubing. The appearance was similar to a yeast or fungal attack on the silicone. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information received (B)(6) 2015 stated tube was removed safely following the puncture of the balloon endoscopically. There was no reported injury.